Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, a "poor pad contact" message was observed and the device would not discharge defibrillation energy or output pacer current. The complainant indicated that there was no patient involvement in the reported malfunction.